Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. Additionally, the gripper cover was observed to be bulky and the clip introducer was observed to be torn. The gripper assembly tabs were observed to be broken. The reported improper or incorrect procedure or method failure to follow steps / instructions could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and observed bulky gripper cover were unable to be determined. The reported improper or incorrect procedure or method was due to the user curving more than 90 degrees. The observed broken gripper subassembly tabs were likely due to troubleshooting maneuvers. The observed torn clip introducer was likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously submitted report: during the procedure the clip was curved more than 90 degrees.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. A second mitraclip xtw was prepared per the instructions for use (IFU) and was inserted without issues. However, the clip was curved more than 90 degrees and while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.